Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left superior femoral artery (sfa) that is 100% stenosed. The vessel was pre-dilated with a 5.0x100mm non-abbott balloon and a 5.5x150mm supera self-expanding stent was deployed using the cross over technique; however, elongation occurred and it was noted the stent deployed in the guiding catheter / introducer sheath. It was noted the incorrect size for the balloon was used. Therefore, the device was removed under fluoroscopy. No treatment was added in this procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, it is likely that the vessel diameter, which was described as heavily calcified, tortuous, and 100% stenosed, was not adequately pre-dilated. With the vessel not dilated enough for the 5.5 supera stent, this likely caused the stent to elongate, resulting in difficulty during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.